Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of total left knee replacement on sepsis and loosening. Fracture / loosening of the femoral bolt screw. Consequence on the patient: pain, no debris, displacement of the femur. Doi: (B)(6) 2019; dor: unknown; left knee.